Manufacturer narrative:
Product event summary: the data files and pscc100 loop catheter with lot number 0012419845 was returned and analyzed. A handling error message and electrical current error message were found in the data file on the reported event date. Visual inspection of the catheter had no anomalies when received. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion of the guidewire lumen, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed no anomalies. X-ray imaging revealed entangled electrode wires in the shaft and handle area as well as kinked electrode wires in handle. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received with every ablation attempt indicating that there was an electrical current error. The generator was rebooted, the catheter interface cable was replaced, and then the wire was replaced without resolution. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.